Event description:
It was reported that the battery voltage dropped from 2.95 to 2.88 volts in three months. There have been no changes in outputs or settings. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Battery voltage - no anomalies found. On (B)(4) 2010, the telemetered battery voltage was 2.88 v while the daily battery voltage measurement was 2.99 v. This is within expectations.